Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported handle detachment remains unk.

Event description:
It was reported when the device was inserted into the pt, the handle of the introducer came off from the sheath body. There were no consequences to the pt.